Event description:
Pt having a triple lumen catheter placed. During the procedure 3 cm of the guidewire broke off in the left subclavian. Triple lumen catheter was laced by the right internal jugular. Attempted to remove the distal portion of the guidewire in 2006. In interventional radiology, but it was unable to be removed.